Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to an unspecified minicap defect. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in the same month as this report was received, the patient experienced peritonitis. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.